Event description:
Additional information received reported that the patient had not kept a diary but was checking her device regularly and it seemed to be staying on. Her device was not turning off like it had in the past. The cause was unknown. Reference MFR report # 3004209178-2012-02438 for related concomitant device event.

Event description:
See also MFR# 3004209178-2012-02438. It was reported that the patient's devices were turning off without use of the patient programmer. Both of her stimulators had shut off at least one time, approximately on (B)(6) 2012. It was further stated that the right stimulator is off 25% of the time, more often than the left stimulator. The stimulators shut off in her house and she had not been around any notable electromagnetic devices. The patient has a return of symptoms immediately when the stimulators turn off and she turns them back on. Impedance measurements were good, as well as battery voltage. The patient met with a company representative, and was instructed to keep a diary to identify any electromagnetic interference. No re-programming was done. Additional information was requested.

Manufacturer narrative:
Lead model 3387s-40, lot# v475781, implanted: (B)(6) 2010, explanted: na. Extension model 7482a40, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Programmer model 7438, serial# (B)(4). Neurostimulator model 7426, serial: (B)(4), implanted: (B)(6) 2011, explanted: na. Lead model 3387s-40, lot# v700663, implanted: (B)(6) 2011, explanted: na. Extension model 7482a40, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Programmer model 7438, serial# (B)(4). (B)(4).